Manufacturer narrative:
The user reported receiving a low glucose event on (B)(6) 2025 at 9:30 am where user's sg was 185 mg/dl and bg was 86 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 9:28 am user's sg was 185 mg/dl, and no bg was entered. A review of the alert history did not reveal any low glucose alerts around the reported time as user's sg was above low alert level. The user did not seek medical treatment and resolved the event by eating life saver gummies. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance. A case ((B)(4)) was created to address sensor inaccuracies at the time of the event. A review of the in-vivo data revealed transient optical instability in reference channels during the reported time. The system was in the process of getting stabilized from insertion on the (B)(6) 2025. This observed instability most likely contributed to the sg/bg mismatch at the time of the event. The user was educated about the early wear adjustment and the user agreed. A review of 2 weeks worth data post feedback (mar 27, 2025 - apr 11, 2025) was analyzed, and user's system had stabilized with better sg/bg match. B4. Date of this report 09 may 2025 d1 and d2a updated d5. Additional device information updated. G3. Date received by the manufacturer? 09 may 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 25 nov 2024. H6. Component code updated to 510. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.